Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic for routine follow-up, gradual increase in rv pacing lead impedance and increase in rv threshold was observed. No programming changes were made. Patient will continue to be monitored.